Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 100-125mg/dl fasting. Verified the strips expire 10/15/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 118mg/dl and 113mg/dl fasting: no. Reviewed meter memory: (B)(6). The customer is concerned with all of the results she is getting from the meter. The customer is calling because she feels that the results she is getting from the meter are too low. The customer states that when she went to the lab about two days ago ((B)(6) 2015) the single blood test she got a 190 mg/dl but her meter gave her a 65 mg/dl and 70 mg/dl. The customer did not take her meter with her at the time to properly compare against the laboratory test.